Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient's pacemaker was found to be in backup vvi mode during a monthly device check. The device was restored to normal functioning by reprogramming. The patient was stable following reprogramming and would continue to be monitored.

Manufacturer narrative:
Correction: foreign should have been checked. Section - device not accessible for testing should have been indicated for method and 3221 - no findings available should have been indicated for results. Section g4 - PMA number should have been included.